Manufacturer narrative:
The catheter was returned in two broken segments. Both broken ends were examined and found to have separated due to tensile failure. Based on the evaluation, the separation is consistent with a tensile failure caused by pulling against resistance. Catheter separation.

Event description:
Treatment of an avm. During catheterization, it was reported the distal tip of the catheter was not visible. The catheter was removed and found separated at approximately 10cm from the distal tip. The broken segment was retrieved with the guide catheter. No patient injury reported.